Event description:
The following information was provided by the cook area representative based on comments made by the user: on 2 separate occasions (see MDR 1037905-2011-00711 and 1037905-2011-00712), a cook 6 shooter saeed multi-band ligator was used. One blue hook pulled off the loading catheter as they were placing the firing cord. Another band ligator was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter was returned with two blue hooks detached. Both hooks were returned. The inner diameter of the loading catheter, the length of the loading catheter, the length of the loading catheter's inner stylet wire as well as the blue hooks were measured and verified to be within the appropriate manufacturing specification. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.